Manufacturer narrative:
The device was discarded by the hosp. Therefore, an evaluation could not be performed.

Event description:
The pt fractured the patella bone causing the implant to become loose. The patella implant was removed and not replaced. Additionally, the insert was revised due to minimal wear and delamination.